Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event.  Clinical factors that may have contributed to the reported event include the patient's recent history of gi bleed, and subtherapeutic inr. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was admitted to the hospital with complaints of melena, fatigue, and decreased hemoglobin and subtherapeutic international normalized ratio (inr). On (B)(6) 2016, the patient underwent an egd which revealed bleeding in the duodenum. The area of bleeding was clipped three times and injected with epinephrine. Per the site, an artery was also bleeding but no intervention was performed at that location during the procedure. The patient also received 4 units packed red blood cells (prbcs). He also has continued on octreotide injections as previously prescribed. Warfarin was restarted on (B)(6) 2016. The patient remains admitted pending therapeutic inr.

Manufacturer narrative:
Additional information was received from the clinical database that a patient was admitted to hospital on (B)(6) 2016 with melena, fatigue and weakness. On admission, he was noted to be afebrile with a blood pressure (bp) of 84/57mmhg and a heart rate (hr) of 117bpm. At the time of the event, the patient was taking coumadin but not aspirin. Laboratory values revealed anemia with a subtherapeutic international normalized ratio (inr). The patient' coumadin was held and he underwent an enteroscopy that revealed a dieulafoy lesion in his distal duodenum with active bleeding. This was treated with three hemoclips and the injection of epinephrine. The patient's anemia required the transfusion of four units of packed cells. He was continued on his previously prescribed octreotide injections. The patient had no further bleeding and he was discharged on (B)(6) 2016 with the resumption of his coumadin. At discharge the patient was afebrile with a bp of 82/55mmhg and a hr 80bpm. The gastro-intestinal (gi) bleeding event was reported to have been resolved with sequelae on (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition, possibly related to the hvad system and unrelated to the procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.